Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen in pre-op for a prophylactic generator replacement. During surgery, high impedance was still seen after the new generator was placed. As the facility was not prepared for a full revision, the lead was not replaced. The patient noted that high impedance was first seen during their last appointment with their follow up physician, but it's unknown exactly when that was. It's also unknown if the patient had any recent trauma or if x-rays were taken. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.